Event description:
It was reported that the mega suture cut needle driver instrument had broken tip. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip to be relate to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.261"x0.118" was found to be broken off the grip base. The broken piece was not returned.